Event description:
Additional information was received from the patient stating that issues are not resolved. Patient mentioned all the issues which he has been facing from (B)(6) 2024 in detailed (already documented) along with the screenshots. Mdt rep said patient charged for 3 hours from 20-100% and saw that their controller depleted all the way down on charge during that time. Patient got replacement controller and recharger, but pt was still experiencing same issue - coupling would be poor and charging times were upwards of 3 hours. Mdt rep met with patient today and was charging with patient. Implantable neurostimulator (ins) charge went from 40-80% in 1 hour 15 minutes with excellent coupling. Tss had mdt rep check recharge diaries and mdt rep saw good coupling on dec. 31 and jan 06. Mdt rep. Inspected implant site and said implant depth looked good with about 1/2 cm of the ins sticking out of the patient's skin. Ins was flat. Mdt rep. Said patient started experiencing issue about 2 months ago. Mdt rep. Said patient said manual did not say anything about charging the ins each day(topping it off) and manual seems to indicate topping the ins off would somehow damage the battery. Tss reviewed battery operation. Mdt rep. Asked about turning therapy off with magnet, but tss reviewed normal ins function. Mdt rep. Mentioned historical events where pt had controller screen frozen and super-imposed and one time where patient could not turn of therapy over the weekend because of the controller issue and had to go to ER. Tss emailed repair department to send li battery pack and recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on (B)(6) 2024 regarding an external device. The reason for the call was pt says that it takes a long time to charge implantable neurostimulator (ins), and they said it usually takes an hour. Patient says even if they don't move at all, it will go from excellent to poor quality. They said this started this morning. During the call it kept saying reposition the charger. Controller battery compartment and controller look intact. Recharger telemetry module (rtm) cord looks intact. Pt says that the old equipment from the restore system worked better than intellis. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Per additional information received on 16dec2024 patient got replacement rtm and says that it was still taking a long time to charge. They said that on saturday night they started seeing an rm-06 code and the screen froze "with like screens on top of each other, and realized they were being severely overstimulated, it doubled one of their levels from 7.6 to 15.2 and ended up in the emergency room (ER) and they could not do anything". Patient also saw a white screen when rtm was plugged in. Patient says they were able to turn stimulation off since then. Patient says they spoke with manufacturer representative (rep) who said to have all equipment replaced. A replacement controller was sent out.